Event description:
It was reported that the patient had experienced fluid loss with the inflatable penile prosthesis (ipp) reservoir. The ipp was explanted and new ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.